Manufacturer narrative:
(B)(4). Per photographic evaluation: upon visual inspection of three photos, the following was observed: the first photo shows a gold reload from pan area, the reload was observed unfired and two double drivers loose can be seen near of reload. The second photo shows a black object on the hands of user. The third photo shows a gold reload from pan area and a driver can be seen inside of reload out of position. Please refer to the device analysis for full analysis details and conclusion.

Manufacturer narrative:
Product complaint # (B)(4). Batch # t5dl4c investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with an ecr60d cartridge reload loaded on the device. The cartridge was received unfired, with two double drivers out of position and 9 double drivers missing, making the reload non-functional. In addition the cartridge pan was noted to be partially dislodged from right proximal side. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. No conclusion could be reached on what may have caused the cartridge pan to dislodge. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. No damage on the anvil jaw was noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that during a semi-open colostomy closure, the cartridge could not be loaded into the jaw at the 4th firing. The device was used on the rectum and the anus. The cartridge was broken off, and the broken piece or some pieces of staple were stuck in the proximal end of the jaw. And it was found that the knife was chipped, so the device could not be used further. No clips were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.